Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the circumstances leading to the jolting was the patient being unable to sync with their stimulator.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65: serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer reported that they turned up their stimulation and experienced jolting but could not turn the stimulation down due to poor communication with the patient programmer. They eventually turned the stimulation off. The patient turned their stimulation back on and then lowered it so it was no longer jolting. When the patient would lay down or cough it would jolt them. The patient experienced an aching, flu-like feeling from not having their stimulation on and from prior nerve damage. One of the patient's programs messed with their feet where they couldn't stand. The patient was indicated for spinal pain.